Event description:
Device issue: stent fracture. Time of device issue: approximately 4 years post procedure. Adverse event: none. It was reported that approximately 4 years post left internal carotid artery stenting procedure, per abbott vascular clinical, a stent fracture was found mid stent on one strut. There was no adverse patient sequelae reported. Additionally, the facility reported their radiologist read the films and did not find a stent fracture. The patient is asymptomatic and there is no in-stent restenosis. The patient reported experienced no neck injuries and is currently traveling to mother country; the patient remains very active; no intervention is planned. No additional information was provided.

Manufacturer narrative:
Pt code: 2199 - labeled na. Device code: 1069 - labeled. Internal file number - (B)(4): during processing of this complaint attempts were made to obtain complete event, patient and device information. The stent remains in the patient's vessel. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Internal file number - (B)(4).

Event description:
Subsequent to the initial medwatch report filed, additional information was received from the abbott vascular core lab final reviewer that the patient x-ray did not confirm a stent fracture. Based on the final review results, this event should not have been reported.